Manufacturer narrative:
(B)(4) - initial MDR for MDR reportable event found during evaluation of the product. It was reported the hole in the needle is not centered. To aid in the investigation, one sample in an opened packaging blister from lot 3055903 was received for evaluation by our quality team. A visual inspection was performed; first, with 10x magnification, and then with a 30x microscope. No defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. It was noted that the needle assembly was removed from the packaging blister by pushing it through the packaging blister top. This can induce foreign matter that could block the needle. The needle assembly should be removed by separating the packaging blister top and bottom webs from the peel tab. A device history record review was completed for provided material number 305106, lots 3055903 and 3024945. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material #: 305106. Batch #: unknown. It was reported by customer that the hole in the actual needle is not centered. Fluid is not coming out properly. Verbatim: rcc received a complaint via email. Email(s) attached. Incident description: as per cs, the hole in the actual needle is not centered. Fluid is not coming out properly. Customer has to keep using multiple needles. Date: (B)(6) 2023 complaint number: (B)(4) account number: (B)(4) item number: 308-305106 quantity: (B)(4). Item description: ndl bd general reg bvl 30gx0.5" ster.